Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that a surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-15981. It was reported the patient's leads had migrated. The issue was confirmed via x-ray imaging. Reprogramming was unsuccessful, in turn, surgical intervention may be pending to address the issue.